Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : part: 157454, m2a-magnum mod hd sz 54mm, lot: 689200, part: us157860, m2a-magnum pf cup 60odx54id, lot: 673040, part: 139268, m2a-magnum 52-60mm tpr ins std, lot: 716630. The reported event was confirmed by review of patient¿s medical records. Patient¿s medical records were reviewed by a health professional and indicated left hip pain, a large pseudotumor and tissue reaction, osteolysis of the greater trochanter, acetabulum anterior and posterior wall, as well as metal debris. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause remains unchanged based on additional information received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09139, 0001825034-2018-09140.

Event description:
It was reported that the patient underwent a primary left tha and subsequently the patient developed pain, and underwent a revision during which the surgeon noted debris, bone loss, pseudotumor and revised shell, liner, and head/neck. Attempts have been made and no further information has been provided.